Manufacturer narrative:
Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with rash, open wounds and infection, that extended beyond the patch perimeter which occurred same day after the sensor had been inserted the arm. On (B)(6) 2026, the patient inserted a new g7 15-day wearable sensor. The patient was only able to use the sensor for a few hours before experiencing a skin reaction. The reaction included rashes localized along the perimeter of the adhesive patch and approximately three open wounds on the right arm, which were described as contagious upon contact. On the same day, the patient went to the emergency room (ER), where the device was removed. After evaluation, the patient was diagnosed with a skin infection on the right arm. The patient stayed in the hospital for approximately 30 minutes and was then discharged home. The patient was prescribed oral antibiotics for 10 days, (unspecified), an antibiotic ointment (bacitracin zince ointment) and took tylenol during the treatment period. The patient completed the prescribed medications. Additionally, the patient¿s primary care physician (pcp) advised the patient to use the left arm temporarily for sensor placement. Following completion of the antibiotic treatment, the patient indicated that the condition should no longer be contagious. At the time of the report, patient condition was stable. There was mentioning of prescription of antibiotic treatment it was assessed as serious as the antibiotics could have been oral medication. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.